Manufacturer narrative:
Review of the provided files shows that, due to charges and interrogation, the device switched to a specific mode which is more consuming than the shelf-life mode, which explained the change in the battery curve. Additionally, no battery reforming occurred, and the user clicked on "yes" when the pop-up asking to confirm implantation appeared. The battery curve is consistent with the switch into the specific mode on (B)(6) 2024 and the last charge time performed on (B)(6) 2025. The cause of this behaviour could not be determined with certainty. The most probable hypothesis would be a software regression. This case is retained for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, before implantation, the device battery voltage is 2.94v and longevity estimation between 3 and 5 years. The use before date is 12-november-2025.

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, before implantation, the device battery voltage is 2.94v and longevity estimation between 3 and 5 years. The use before date is 12-november-2025.